Event description:
A falsely elevated ctni result of 3.43ng/ml was obtained on a patient. The same specimen was retested on the same analyzer and a ctni result of 0.02 ng/ml was obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated ctni result. Analysis of the instrument indicated that the most likely cause for the the falsely elevated result was r2 probe alignment and hm was probe maintenance.